Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced using four infusion sets in one day due to repeated adhesive failures on (B)(6) 2026. The sites were noted to be bleeding, and the patient experienced elevated glucose levels for three to four hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.